Event description:
Caller reported neonate blood glucose results of 26 mg/dl on aviva system 1, 27 mg/dl on aviva system 2,and a lab result of 43 mg/dl. All results within 10 minutes. Caller reported a second, separate set of neonate blood glucose results of 26 mg/dl on aviva system 1, 68 mg/dl on advantage system. She states that they did put the baby on dextrose, but there was no serious injury that resulted from action or inaction based on a meter result. A request was made for the return of the meter and strips, replacement meter sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2, medwatch with identifier (B)(6) is advantage system.